Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k082590.

Event description:
It was reported that a pt underwent a laparoscopically assisted vaginal hysterectomy procedure under general anesthesia on (B)(6) 2010 and suture was used. The pt returned to the surgeon on (B)(6) 2010 with an extensive full body rash. The pt was seen by her primary doctor and was referred to an allergist. The primary doctor prescribed steroids and the rash has persisted for 3 months post operatively. The pt is scheduled for an ultrasound to evaluate the pt's pain and rash. No additional information was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.